Event description:
It was reported that; doctor informed me that xia 4.5 instrumentation had failed and needed to be revised. Revision due to right l4 rod pulling out of tulip head. During procedure, all four of the tulip heads were identified to be loose as well as the associated blockers and rods.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all released units met stryker specifications. The returned blocker and screw were examined and exhibited indentations, which suggested that final tightening was done properly. This is supported by the correspondence with the sales rep. No x-rays could be obtained, so that configuration of the construct could not be analyzed. Conclusion: it is plausible that the configuration may have contributed to the event along with the activity of the patient.

Event description:
It was reported that; doctor informed me that xia 4.5 instrumentation had failed and needed to be revised. Revision due to right l4 rod pulling out of tulip head. During procedure, all four of the tulip heads were identified to be loose as well as the associated blockers and rods.